Event description:
It was reported that during a lap chole procedure, the device was closed on the cystic duct and would not open. Another device was used to transect the device off the duct. There was no adverse consequence to the pt. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.